Manufacturer narrative:
The device was requested for eval but it hasn't arrived yet. A supplemental medwatch will be submitted when add'l info becomes available. Add'l info: the product mentioned is not distributed to the us, but the affected component (one way valve) is distributed in the us.

Manufacturer narrative:
The device was investigated in the laboratory of maquet. The visual inspection of the device did not show any abnormalities. During the tightness test no air leaked whether at the inlet, the outlet or at the tube connection. The valve is tight. Only when rising the pressure over 0,5 bar, air escaped at the overpressure valve. But this is the function of this valve. Therefore the reported problem could not be duplicated. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
It was reported that there was a blood leakage at the one way valve after 30 min of perfusion. There were no consequences for the pt. (B)(4). (B)(6).